Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported during the 26th meeting of (B)(6), that the patient had the baerveldt shunt implanted in the right eye on (B)(6) 2014. Although preserved sclerocornea patch was applied to cover the implant, conjunctival epithelial cell did not regenerate and epithelial defect continued. Grafted patch was melted and the device exposed. On (B)(6), the part is covered by the amnionic patch in addition to the sclerocornea patch. After 1 month, plate was exposed so conjunctival sac was cut and bottom lid was sutured to corneal limbus. However, 2 weeks later, the plate was exposed again. On (B)(6) 2014, the implanted shunt was explanted. The doctor attributes the event to the long term medication use and multiple surgeries.

Manufacturer narrative:
The baerveldt shunt was not returned to the manufacturer for evaluation; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records could not be reviewed since the serial number is unknown/not provided. All pertinent information available to abbott medical optics has been submitted.